Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic nissen procedure, it was stated that the device misfired several times. The needle did not toggle properly and the tip of the needle broke off during suturing and was not retrieved from the patient cavity. An attempt was made to locate needle tip, however it was deemed unsafe to continue to search for the tip. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.